Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a piece of the bipolar loop was found in the patient's ureter during cystoscopy. The patient underwent surgery in (B)(6) 2024. In (B)(6) 2025 he underwent a cystoscopy because he was no longer able to urinate. During the cystoscopy, the surgeon found a piece of a bipolar loop in the ureter. This piece was removed from the urethra and urination resumed. Because of the additional surgery a re-hospitalization and the dysuria the event is deemed reportable.